Event description:
New information received notes that the patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the patient presented in the emergency room after receiving multiple inappropriate shocks during an af with rapid ventricular response. A couple weeks later, the patient had an episode of true vt and did not receive therapy. Programming changes were made. The patient is doing fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for normal follow-up. The patient received inappropriate atp therapy due to svt. The morphology template was updated.